Event description:
It was reported that prior to an unpecified procedure, damage to the liberte monorail stent was noted. After opening the stent packaging, they found flaring at the proximal edge of the stent. The stent was not used on the pt. The outcome of the procedure is unknown. No pt injuries or complications were reported.

Manufacturer narrative:
The device has not been rec'd for analysis as of the date of this report.